Event description:
Boston scientific received information that this right atrial (ra) lead is part of an implanted system that exhibited out of range impedance measurements. During a routine follow-up, the physician noted that the implantable cardioverter defibrillator (ICD) that this ra lead is implanted with delivered an inappropriate shock after interpreting noise as ventricular fibrillation (vf) that was within the programmed shock therapy zone. Also, it was noted that this ra lead gave an out of range low pacing impedance measurement. The right ventricular defibrillation (rv) lead (model/serial 0148/(B)(4)) gave out of range low pacing impedance and shock impedance measurements. Both the ra and rv leads exhibited loss of capture at maximum output. The daily measurements showed that this appeared from (B)(6) 2012. The patient said that he hadn't changed any of his habits during that time, and had not had an MRI test or CT exam. The physician did a radioscopic exam and it didn't show any damage on the leads. A surgical procedure was performed. The leads were tested through a pacing system analyzer (psa) after they were disconnected from the device and they exhibited normal threshold and impedance measurements. Then, the leads were reconnected to the device and measured again, and the result was that they were out of range, as they were before. The device was explanted and replaced with a new device, and the leads were connected. All measurements were very good. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.